Event description:
The manufacturer received information alleging an everflo oxygen concentrator did not work properly while in use. The patient was admitted to the hospital. The patient has since returned to his baseline.

Manufacturer narrative:
The device was returned to a third party service center. The technician found the solenoid valve was not shifting causing the device to alarm and not produce oxygen. The pressure regulator adapter, solenoid assembly kit and sieve canisters were replaced to address the issue.